Manufacturer narrative:
Evaluation summary: customer reported resistance auxiliary biopsy channel. The customer stated that an accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. Therefore, we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. H4: device manufacture date.

Event description:
A customer requested an RMA for a eg-2990i, (sn: (B)(4)) video upper gi scope, indicating that an accessory was used during a procedure and resistance was encountered in the auxiliary biopsy channel. There was no report of patient/user injury, adverse events, delay in the procedure or a need for medical intervention.

Manufacturer narrative:
A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 21dec2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported resistance in the biopsy channel was confirmed through evaluation of the device. Findings noted in the evaluation include buckling of the insertion tube at the root brace and umbilical cable. Resistance in the primary channel at the proximal end near the root brace. Other incidental findings noted a distal body chip at the channel opening, thinnest part, the light carrying bundle has less than 70% transmission, pve connector housing and control body grip were scratched. The device passed both eh dry and wet leak tests. The device was refurbished, cleaned, disinfected, video calibration and angle adjustments were made and returned to the customer. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested an RMA for a (B)(6), (sn: (B)(4)) video upper gi scope, indicating that an accessory was used during a procedure and resistance was encountered in the auxiliary biopsy channel. There was no report of patient/user injury, adverse events, delay in the procedure or a need for medical intervention. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on (B)(6) 2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported resistance in the biopsy channel was confirmed through evaluation of the device. Findings noted in the evaluation include buckling of the insertion tube at the root brace and umbilical cable. Resistance in the primary channel at the proximal end near the root brace. Other incidental findings noted a distal body chip at the channel opening, thinnest part, the light carrying bundle has less than 70% transmission, pve connector housing and control body grip were scratched. The device passed both eh dry and wet leak tests. The device was refurbished, cleaned, disinfected, video calibration and angle adjustments were made and returned to the customer. Should additional information become available, a supplemental report will be filed.